Manufacturer narrative:
Migration was observed following the implantation of this biotronik device. Therefore, the device as received was visually inspected. The visual inspection revealed no external anomalies. The quality documents associated with the manufacture of this particular device were reviewed. There was no sign of any inconsistency during production and final acceptance test. Further, the device data have been analyzed. The analyzed data revealed that the mentioned recordings were most likely not available due to the restart of the recordings and statistics during the follow-up on (B)(6) 2023. Deleted recordings cannot be restored. In conclusion there was no indication of a material or manufacturing problem.

Event description:
Device fell out of pocket after staples were removed. The clinician noted nothing abnormal during the staple removal and noted that the patient is known to be non-compliant so not to rule out that the patient may have assisted with the device coming out. Should additional information become available, this file will be updated.